Manufacturer narrative:
(B)(4). Batch # n54j07: the packaging of a tx60g device was received for analysis, the packaging was returned partially open. Upon visual inspection, it was noted that the tyvek was delaminated and a piece was adhered to the seal after it was removed from the blister. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, cause not determined could be reached as to what may have caused this condition.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lobectomy procedure, the device was not packaged properly. The device was not used because it was no longer sterile. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.